Event description:
It was reported that the patient underwent a ¿posterior fusion with transforaminal lumbar interbody fusion at level 1. It was reported that after the surgeon reduced the spondy and provisionally tightened the reduction set screw all the way down. The tab of the reduction screw would not break off. The surgeon had to take the set screw out and break off both tabs and use a rod reducer to place regular set screw and final tightened using counter torque and break off driver. No fragments of the break off tab were left in the patient.¿

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.